Event description:
It was reported that there was a connection issue between a clearlink system continu-flo solution set and a clearlink system secondary medication set which resulted in a blockage and leak of solution. The connection issue was described as, the connector at the end of the secondary set does not work with the integrated needleless connectors that are installed on the primary set. When attaching the secondary tubing to the needleless connector on the primary tubing, there appeared to be a blockage. When the tubing was removed from the needleless connector, the fluid leaked out of the disconnected tubing because of the back pressure. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction. Upon follow-up with the customer, the customer clarified the issue was related to the secondary tubing addressed in MFR report number 1416980-2022-04261. Therefore, the primary device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.